Event description:
During a standard dental treatment on tooth #5 the handpiece heated up and caused a burn on the lower lip of the patient. Some otc aloe cream was applied to the burn but no medical care was necessary.

Manufacturer narrative:
The analysis of the handpiece did show that the bearings have been gritty and the head had several dents causing the backcap button to stick in. This causes unusual inner friction causing the head to heat up. The dent indicates the handpiece was dropped or mishandled, e.g. During reprocessing. The condition of the bearing might be a normal wear issue, but it is likely that due to the dent and the high temperature a stronger wear took place. The user instruction requires a visual and functional inspection prior to each treatment which would hence be mandatory and show whether product is running within specification. Reported due to the 2 year presumption rule.